Manufacturer narrative:
Corrected data: h6 there is no allegation against the system.

Event description:
Additional information indicated patient elected to have system explanted due to no longer needing/wanting the therapy. Review of manufacturer's database found no complaints associated with the system.

Event description:
It was reported patient underwent surgical intervention wherein the entire system was explanted due to an unknown reason.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event but were not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.